Manufacturer narrative:
(B)(4). Device manufacture date: march 11, 2016 ¿ march 12, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was experienced with a large volume infusor. The reporter stated that the infusor was used, but not fully deflated. The amount of solution remaining after the expected infusion time was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.